Event description:
It was reported that the insulin pump did not alarm due to bent cannulas. Customer experiencing high blood glucose. The current blood glucose reading is 372 mg/dl. Customer treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.